Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225, lot #: - h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A12 was coded for the camera not connecting message in the application issue. A1102 was coded for the "automatic shutdown of power supply failed" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the manufacturer representative (rep) replaced the complementary metal oxide semiconductor (cmos) battery on the system, the application was displaying an "automatic shutdown of power supply failed" message when shutting down and the camera was not connected message in the application. The rep stated that the system was not displaying these complaints prior to the cmos battery replacement. To troubleshoot, the rep verified the date/time were correct on the system, load default settings were selected and the basic input/output system (bios) settings for the first boot up were correct. The rep verified all connections to uninterruptable power supply (ups), computer, system control unit (scu) were properly seated and appeared to be correct. The rep attempted multiple reboot with the battery switch on and off. The camera showed signs of power with two solid green lights after booting up. The rep ran the network device interface (ndi) toolbox and was unable to see a camera connection with an error that the directory and port were not found. The rep stated he was properly grounded when replacing the cmos battery and fully removed the computer from the system when replacing the cmos. The system was also removed from wall power. There was no patient involvement. Additional information was received. After a manufacturer representative (rep) reviewed the issues, the input/output (io) hub was the common part that was not specifically tested. The rep suggested to test audio with the surgeon monitor disconnected. If they hear a sound, the io is functioning. Pending for rep to report back on finding. Additional information was received. The rep called back and after further troubleshooting and had swapped the usb ports on the back of the computer when he had originally replaced the computer. After correctly putting all 3 usb ports in the correct port on the back of computer, the system functioned as designed. The issue was resolved.